Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
(B)(4). Carefusion was able to verify the reported issue. A review of the event trace revealed several hw fault 20, hw fault 21, and inop entries. Testing determined that the hybrid board alarm circuitry was malfunctioning due to a pc10 ultra capacitor being out of specification. Carefusion replaced the hybrid board to address the reported issue.

Event description:
It was reported to carefusion that the unit was getting hw fault 20 errors. While in service, a review of the event trace log revealed inop conditions. This reportable issue was discovered while in service, therefore there was no patient involvement.